Event description:
It was reported that during the shoulder cuff repair surgery, the anchor broke while using the footprint to implant. Fragments of the device were removed from the patient. There was a backup device available to complete the procedure with no significant delay. No patient injuries reported.

Manufacturer narrative:
One footprint ultra pk 4.5 mm suture anchor returned. There was no anchor or stay suture and threader returned. The torque limiter was backed off and disengaged. This affects advancing and retracting of the inner insertion shaft. Audible click is no longer heard with rotations. Suture slippage can occur by backing off the torque limiter past IFU recommendation. IFU warning states: "rotate the torque limiter counterclockwise only enough to allow the sutures to slide easily. Excessive counterclockwise rotation can unscrew the inner anchor plug from the anchor implant, possibly resulting in a damaged anchor or the inner plug falling off the inserter and into the joint." Per IFU technique details for suture tension control and resetting of: "prior to removing the inserter, rotate the torque limiter knob counterclockwise one quarter turn, until a click is heard. This will help ease the release of the inserter from the anchor." Request for additional information did not provide further details. No root cause related to manufacturing was established.